Event description:
The user reported difficulty in inserting saw blades into their sternum saws and in 2005, the sales representative was at the facility performing this product training. The user reported that they were concerned with any type of delay in inserting a saw blade into the sternum saw. MDR 1017294-2005-000156.